Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump was alarming no delivery. Customer tried to fill the tubing four times and it keeps alarming. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to connect a new infusion set with the current reservoir; insulin did not exit the tubing. Customer changed the reservoir and stated the insulin pump did not alarm no delivery with manual prime. Blood glucose value is 112 mg/dl. Nothing further reported.